Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) programmed post-ventricular atrial blanking period resulted in the device not recognizing the atrial arrhythmia. The inaccurate calculation of the arrhythmia was due to signals undersensed by the right atrial (ra) lead. Reprogramming was to be performed as the patient had experienced syncope. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.